Event description:
The customer reported that the ureteroscope tip lens came out from the tip during ureteroscopy procedure involving an olympus rigid ureteroscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: he distal end tip lens of the ureteroscope was broken and had detached from its original position was due to significant physical impact on the distal end tip of the ureteroscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.